Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly, all three batteries, tube nut, and clutch spring. During inspection of the reservoir, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. The seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the pod. Fluid leaking out of the intended fluid path is confirmed to have caused improper delivery of insulin. The exposed portion of the soft cannula was found to be stretched. The soft cannula measured out of specification and fluid was unable to flow through the distal tip of the soft cannula due to the damage. During investigation, a leak test was performed. A leak was observed on the exposed portion of the soft cannula and a tear in the soft cannula was found under magnification. It could not be conclusively determined when or how this damage occurred. The download data contains no irregularities that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the arm between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.